Manufacturer narrative:
This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited data issue. It was noted that data was incorrect. A request was made to have data from this device analyzed and data analysis confirmed that memory corrupted in the counter data. It was confirmed that the data no affected device operation. The plan is continue monitoring. Currently, this s-ICD remains in service and no adverse patient effects were reported.